Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer ring and reservoir tube lip o ring. Insulin pump received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer.

Event description:
Customer reported via phone call that insulin pump had crack on reservoir compartment. Customer stated that she has an allergy to the sensor but did not received medical treatment as a result of site issue. Insulin pump will be returned for analysis. Frn-unk-rsvr,unomed inf set, ozp-mmt-7020.